Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had detected motor power supply voltage error.  Insulin pump also had an error in the motor was detected by reading unexpected value from hall sensor. Customer stated that insulin pump was not working because of no delivery of insulin. The blood glucose value was not readable from insulin pump. Customer was successfully able to clear alarm and completed rewind. Insulin pump had successfully completed steps in displacement verification table. During troubleshooting load reservoir and fill tubing process was successful and no occlusion was found. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.